Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that there was an issue with the enteral feeding pump. Upon triage on (B)(6) 2017, service found the unit's display was half blank.

Manufacturer narrative:
The unit was triaged and the reported condition was confirmed. However, upon triage, service technician found display screen was half blank. See service notes below. The root cause is due to the original lcd. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.